Manufacturer narrative:
See MDR 3012307300-2018-02237.

Event description:
It was reported that a patient states the bag is totally dry before the need to change a bag while using the pump, a cadd® cadd-prizm® vip system. The bag has 27ml of overfill. The patient rotates the pumps every time a bag is changed. The patient is on milrinone 216mg in 432 ml with a rate of 6ml/hr. The reported product fault occurred while in use with the patient. The product did not cause or contribute to patient injury. The outcome was resolved. The patient did not receive any medical treatment.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was good condition. The review of event history log did not identify reported issue in history log. Functional testing included use testing. The pump was powered on and the device passed all the functional and delivery tests. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Manufacturer narrative:
Device was received, device evaluation in progress.

Event description:
It was reported that patient was on a 72 hour bag of milrinone. Patient's bag is in a pouch and changes his bag every 72 hours. When he opens the pouch, the bag and tubing are sucked dry. The volume is 432ml, with overfill the total volume is 480ml. The rate is 6ml/hr. The patient is asymptomatic. Patient did not suspect leaking. His pouch would have been wet.